Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo was evaluated, and it shows the luer adapter of the sample was inserted into the blood collection tube without being attached to the holder and the reported defect can be seen. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and nothing abnormal was found with the rubber sleeves. Also, a functional test was conducted on retained samples of 8 sets by connecting each sample to bd single use holder and no sleeve side-piercing, and no retracting defects of the rubber sleeves were found as all samples met specifications. Further, as simulation, a luer adapter was inserted to a bd blood collection tube without being attached to a bd single use holder and the rubber sleeve root was displaced onto the thread of the needle hub, causing sleeve side piercing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of sleeve side piercing. Bd determined that the root cause of the indicated failure mode was attributed to the luer adapter not attached to the holder before using the device to obtain blood. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set, the nurse noticed blood leaking from the stopper at the end of the device. There was no health impact or consequence reported.

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set, the nurse noticed blood leaking from the stopper at the end of the device. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.